Event description:
A device report from (B)(6) provides information from a facility in (B)(6) regarding a drill bit. It was reported that the drill broke during the drilling, leaving the tip of the drill bit in the bone.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The measurable dimensions were checked and were found to be in specification. Unfortunately we are not able to determine the exact cause which has lead to this occurrence. It is possible that too much mechanical force had been applied during the surgery for example; too high drill speed, hard bone or possible movement in a slanting position. We are aware that these are very delicate drill bits which require extra caution during use. No product fault could be detected.

Manufacturer narrative:
The device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.